Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error multiple times. The customer blood glucose level was unknown. It was also reported that customer did not report motor position encoder error alarm and drive support cap was normal. It was reported that customer was able to successfully clear the alarm and was not able to complete insulin pump rewind. It also stated that got battery out of limit due to battery removal and alarm history contained more than one motor error alarm within thirty day period. It was reported that the customer advised that insulin pump will need to be replaced and also advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify unexpected battery power loss anomaly and motor error alarm due to buttons not responding. Motor passed motor test.